Manufacturer narrative:
Findings: pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. Unit had scratched display window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer received a button error. The customer's blood glucose level was 156 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.